Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in texas reported that the power cord of a mr850 respiratory heated humidifier was damaged with exposed copper wires. There was no patient involvement.

Event description:
A healthcare facility in texas reported that the power cord of a (B)(4) respiratory heated humidifier was damaged with exposed copper wires. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in the california where it was inspected by a trained f&p service technician. The device was repaired and returned to the customer. Results: visual inspection revealed that the power cord insulation was damaged with no conductive element exposed. Conclusion: we are unable to determine what caused the observed damage. However, the observed damage is likely due to physical damage. During production the electrical connections of the earth wires on all (B)(4) units are 100% tested for electrical continuity. Any product that fails is rejected. All (B)(4) units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The (B)(4) product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the (B)(4) heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The (B)(4) respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.